Event description:
It was reported by the patient that he had a convective radiofrequency water vapor thermal therapy procedure and he had a few observations. The lidocaine prostate block did not work very well. During each 9-second blast, he had extreme pain during the last 5 or 6 seconds of the blast. At the time the patient was 5 weeks in and sees no relief from nocturia at all. He is questioning why he only received 4 hits versus the normal 6. When he drinks wine or coffee or not, he is stating that it makes no difference. Also, on the nights where he only has a caffeine pill, it is still a minimum of 7 nocturia events every night and some nights it is 10. While he is aware that the full effect will not be in place until 3 months post-op, he was expecting to see some improvements by now. He is wondering if the lack of improvements is due to the reduced number of hits. The doctor had stated that he did not feel that this procedure was going to cure all the patients issues. A lidocaine prostate blocker was used, and it only is for numbing the area. The patient may have felt some sensation. In regard to why he received 4 shots versus 6 is up to the physician as this is based on the size of the prostate. The patient was given instructions upon his discharge. One of the instructions was to avoid caffeine and alcohol. It was not noted how long after the procedure. It was noted that it may be 4-5 days. It is unknown if the physician prescribed any medication.